Event description:
Had lasik in 2000. First surgery did not completely correct vision; near-sighted and astigmatism, so they re-did one eye and I decided to leave the other one partially corrected to enable me to read without glasses. For 2-3 years, I was able to not wear glasses, then my vision started declining again. I now wear glasses all the time. The real harm though, are related to the effects on my eye. Night vision problems are getting worse all the time, specifically glare and low vision, in general. In addition, my cornea is very thin, which has multiple problems. One of my retinas is partially detached. Floaters have gotten so bad that my vision is rarely clear. And I am reaching the age where cataracts start. When I learned that I needed to have pre-lasik vision info in order to ensure that cataract surgery properly correct vision, I contacted the lasik doc and was told they do not keep records that long. A friend who had lasik at the same time as I did from the same doc recently had unsuccessful cataract surgery, she faces more surgeries. The only warning I remember was that lasik would not prevent my reading vision from declining, which was acceptable. The rest of these things are not. Lasik has turned out to be harmful procedure for the long term health of my eyes, and a couple of years without glasses was not worth it. I paid (B)(6) for vision that has been much worse in the long run. (B)(6).